Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of sciatic pain, pd catheter (not a fresenius product) problem, hypervolemia and right-sided pleural effusion, which warranted hospitalization and surgical intervention. The cause of the patient¿s recurrent symptomatic pleural effusion was attributed to a pleural/peritoneal leak. While hospitalized, the patient underwent a thoracentesis procedure and transitioned to hd with good alleviation of symptoms. Pleural/peritoneal leaks are usually right-sided and known to cause pleural effusions. Additionally, pd fluid leaks are usually congenital or acquired diaphragmatic defects. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the events. The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s pre-existing pleural/peritoneal leak. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2020 through (B)(6) 2020 for sciatic pain and pd catheter (not a fresenius product) drainage problems. A review of the discharge summary revealed the patient has a history of pleural effusions due to pleural/peritoneal leaks, requiring several thoracentesis procedures. On (B)(6) 2020, the patient underwent another thoracentesis procedure with good effect. While hospitalized, the patient reported their weight was increasing, and experiencing an inability to fully empty their abdomen. As such, the patient¿s pd catheter was surgically removed (date not provided) and a hemodialysis (hd) catheter (not a fresenius product) was placed (date not provided). The discharge summary states the patient¿s first hd treatment was uneventful. The patient was discharged home in stable condition, with an appointment for thrice weekly hd treatments beginning (B)(6) 2020.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak, teach pump and valve actuation testing, and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.